Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had turned off on its own. A field service engineer replaced the power supply. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es turned off on its own. The customer reported that the screen on the device was black/off. The machine went down in the intensive care unit (ICU) department and the users cannot keep the machines shut down, stop working, as it can impact patient care during emergency situations. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.